Event description:
It was reported that the side-firing fiber was not noticed to have commenced forward firing during a prostate procedure. The procedure was completed with the same fiber. "No damages to the patient."

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.